Event description:
Plaintiff alleges that as a result of her direct and indirect exposure to allegiance's products, she has developed an allergy to latex and its components. As a result thereof, plaintiff alleges sustaining general and special damages. Plaintif's spouse alleges he has lost the society, consortium and services of his spouse, and suffered an economic loss.